Manufacturer narrative:
Padia, siddharth a., et al. Yttrium90 radiation segmentectomy for hepatic metastases: a multi-institutional study of safety and efficacy. Journal of surgical oncology, vol. 123, no. 1, 2020, pp. 172,178., doi:10.1002/jso.26223. Date of event: patient treatments occurred from 2013 to 2018.

Event description:
It was reported via journal article that patient complications occurred. This study assessed the outcomes of yttrium90 (90y) radiation segmentectomy for hepatic metastases unamenable to resection or ablation. Over 6 years, 36 patients with 53 tumors underwent segmental radioembolization. Therasphere was a device referenced within the study. The most common complication was fatigue (19%), followed by postembolization syndrome (17%), consisting of fatigue, fevers, and chills. No hospitalizations resulted from this. Two patients also sustained liver abscesses in the treatment region, which required hospitalization and percutaneous drainage.